Manufacturer narrative:
The din rail was returned to the manufacturer. A visual examination found that the sensor is missing a ball bearing in the slide mechanism. The position assembly was returned to the manufacturer. Functional testing found that the component was damaged due to excess heat. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic representative reported that an error was found in the logs and detector did not detect forward limit switch, reached hardstop

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system comes up with an "error initializing collimator" message. There was no patient present.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that once hardware parts were replaced the imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.